Event description:
Customer woke up on (B)(6) 2013 at 3:30a and starting shaking. Customer was conscious. Customer went to caller's bedroom and was unable to self treat. Customer tested before going to caller's bedroom. Caller gave customer some mountain dew and candy bar. Customer is feeling okay now. Customer's mother reported the incident. The readings on the nano meter during the event were 172 and 62 within 10 minutes. No delay in treatment was noted. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.